Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. Additionally, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2017 due to unstable angina. On (B)(6) 2017, the patient underwent a coronary procedure, treating a target lesion in the right coronary artery (rca). During the procedure, a perforation occurred. The patient experienced angina and became hypotensive. A pericardial effusion was noted, with tamponade, and pericardiocentesis was performed. The 3.5 x 19 mm graftmaster stent delivery system was advanced to the target site and the stent was deployed. There was no difficulty noted during advancement of the stent delivery system and no difficulty noted during deployment. The 3.5 x 19 mm graftmaster stent was noted to be fully expanded. However, the vessel diameter was larger (approximately 4.0 mm diameter) than the diameter of the largest available graftmaster stent (3.5 mm diameter) and the perforation remained unsealed. The patient condition continued to decline. Balloon angioplasty was attempted; however, the perforation failed to seal. The patient died in the cath lab. No additional information was provided.